Event description:
The customer reported an employee who crushed a biological indicator (bi) that "ruptured" and "pierced" her right index finger. The employee washed the contact area with "cholorhex" soap. The employee did not seek medical attention or receive treatment for the contact. Attempted to f/u with the customer to gather info about whether or not the employee was using the provided vial crusher when the incident occurred, the customer was not avail. Requested that the customer return the device for analysis.